Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that continued noise and oversensing was observed and resulted in less than 2 seconds of pacing inhibition. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The patient was occluded on the left side, therefore, the device was explanted and replaced and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned and replaced on the opposite side. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to correct data that was submitted in the previous report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis was completed for this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms in bipolar configuration and resulted in activation of the lead safety switch (lss). Noise and oversensing was observed on the rv channel in unipolar. The sensitivity was reprogrammed to resolve the oversensing. No additional interventions were planned or undertaken. No adverse patient effects were reported. This product remains implanted and in service.